Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
5/03/2021:resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported a patient developed a skin irritation. The skin irritation was described as blisters that were red and itchy. The patient was prescribed a compounded medication (betamethasone vhl 0,1% with triclosan 2%). The patient's doctor felt the skin irritation was related to an allergic reaction. There is no alleged device malfunction. Follow up was completed and the patient's skin irritation was improving.